Event description:
It was reported that this was an arteriotomy closure of the right femoral artery using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, step 2 [needles connecting with the cuffs] did not work. No suture came out after step 3, removing the plunger. The sheath was upsized to 14f and the aaa procedure was completed. An abbott device achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: two prostyle sutures were preplaced. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿. H3 - reason device not evaluated by mfg updated to na.

Manufacturer narrative:
The device was returned for analysis. The suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case a posterior needle to cuff miss occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: subsequent to filing the initial reports, the device was received. Device available for evaluation, date returned to mfg updated. H6: component code: 4755 removed and codes 562/1028 added. Type of investigation code 10 added. H10: additional mfg narrative updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right femoral artery using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, step 2 [needles connecting with the cuffs] did not work. No suture came out after step 3, removing the plunger. The sheath was upsized to 14f and the aaa procedure was completed. An abbott device achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.